Event description:
When removing the products from the secondary packaging it was noticed that the strain relief was peeling off of the catheters. No inappropriate storage conditions were reported by the account. No further information was provided. The products were not used in the patient.

Manufacturer narrative:
This is the fourth of six medwatches associated with mfg# 9616099-2006-01184, 9616099-2006-01185, 9616099-2006-01186, 9616099-2006-01188, 9616099-2006-01189 and 9616099-2006-01190. Before removing infiniti diagnostic catheters from their packaging, the units were reported to be "peeling off" in the area of the strain relief. Appropriately, the products were not sent out of the hospital warehouse. Analysis of the returned devices identified much more significant degradation than was originally reported, which appeared to be due to chemical exposure. There do not appear to be any clinical factors that contributed to the damage; it is unknown what may have occurred during storage in the hospital warehouse. One sterile 6fr diagnostic catheter was received inside the sealed pouch. The strain relief was fractured and the brite tip was damaged. No more anomalies were found. After analysis the degradation of the strain relief and of the brite tip were confirmed, the degradation appeared to be mainly due to chemical exposure rather than oxidative. Some thermal decomposition, however, may have also occurred. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. Add'l MFR narrative/corrected data: the damage on the strain relief and brite tip reported by the customer were confirmed; however after analysis, the exact cause of these failures could not be determined. There do not appear to be any clinical factors that contributed to the damage; it is unk what may have occurred during storage in the hospital warehouse. No corrective action will be taken at this time since the cause of this failure does not appear to be mfg related.